Manufacturer narrative:
4 aortic root cannula units item ar-17014 (1 used unit and 3 unused units), all belonging to same batch of the complained cannula device, were returned to livanova from the customer. Visual inspection of the used cannula confirmed the disconnection of the connector from the needle. Deeper inspection of the connector revealed small amount of adhesive pooled on one side. Visual inspection of the unused cannula units confirmed the correct position of the connector on the needle and revealed similar pooling of the adhesive to one side of the connector. However, manual pull test confirmed the connectors could not separate from the needles. A review of the DHR did not identify any deviation, non-conformity or material issue relevant to the reported failure. Livanova investigation confirmed the reported disconnection. Livanova believes the disconnection was ascribable to an operator error while distributing of adhesive between connector and needle. A dedicated session of training will be performed with the manufacturing operators involved in the production of cannulae ar-17014. This type of failure has a low probability to cause a risk for the surgeon while removing detached guidewire cause. The failure it is not likely causing any serious injury to patient if it were to reoccur.

Manufacturer narrative:
Patient information was not provided. The involved device has been requested for return to livanova for investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not yet returned.

Event description:
Livanova received a report that, after the insertion of the aortic root cannula in the aorta, the plastic cap that helps to extract the internal guidewire detached from the guidewire. The surgeon could remove the guidewire with the help of a tool. There was no report of patient injury. The user believes this might cause a risk for the surgeon while removing detached guidewire. On the same date, a similar event occurred while using a cannula of the same lot of the present report (livanova reference (B)(4)).